Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 pro instrument, and identified the failure mode as multiple hardware. The fse replaced the reagent probe and wash collar, and performed probe alignment which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged multiple erroneous erratic and suppressed (no value) patient results generated for multiple analytes which includes bun (blood urea nitrogen), alp (alkaline phosphatase), glucose, iron, cholesterol and creatinine and found leak from reagent probe b on their unicel® dxc 600 pro instrument. The erroneous patient results were not reported out of laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer provided data for 25 patient samples.